Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming in the lake while wearing her insulin pump; she thought the device was waterproof. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the moisture exposure. The device went blank immediately after moisture exposure. A constant tone occurred. The insulin pump began to vibrate without an alarm or alert. The customer went to sleep and woke up with a button error alarm. The customer was unable to clear the alarm. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. No blank display or display anomaly noted during testing. The connector on lcd board was inspected and no anomaly was noted. No button error alarm noted during testing, however moisture damage was found on electronic and motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.